Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose levels ranged from 139 mg/dl to 185 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event.